Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd¿ sharps container was missing the lids. This occurred with 4 containers. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer's report is that several lids were missing.

Manufacturer narrative:
H.6. Investigation: no photos or samples were received. The additional attempts to get more information were made, however in none of the cases additional information was retrieved. According to the DHR review process, the result showed there were no issues reported like missing lids during the manufacturing process. A review of the ncmr¿s was performed; the result showed there were no issues reported like missing lids for the same part number throughout the last twelve months. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Event description:
It was reported that the bd¿ sharps container was missing the lids. This occurred with 4 containers. The following information was provided by the initial reporter, translated from japanese to english: the customer's report is that several lids were missing.